Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 24 mmol/l. Technical support instructed the customer to remove the obstruction, clean the speaker holes, and attempt to resume insulin delivery. Despite these steps, the issue persisted. The customer was able to load a new cartridge, but the alarm recurred shortly after resuming insulin delivery. A replacement pump was sent.